Event description:
Surgical intervention due to periprosthetic spiral fracture of the tibia at the left knee-tep. Treatment with a plate osteosynthesis. No information whether the implants were exchanged. This issue was described in documents that we have received to case (B)(4) (revision surgery of the right knee due to infection 9613369-2015-00029).

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.